Manufacturer narrative:
1. Summary of investigation results: the investigation could not identify a product problem. The cause of the event could not be determined. A general reagent problem can be excluded. 2. Summary of follow-up/corrective actions taken: no follow up actions taken. 3. Device returned to manufacturer? No. 4. Device labeled "for single use?" No. 5. Device reprocessed and reused? No.

Event description:
1. Describe the event: the initial reporter complained of discrepant results for two patients tested with elecsys cmv igg on a cobas 6000 e601 module.